Event description:
It was reported that the lead was dislodged. The lead was repositioned, and no further issues were noted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.